Event description:
It was reported that the bur was jumping when touching the bone. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.